Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip cable is frayed at the distal idler pulley. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. Engineering evaluation also found that the same frayed grip cable is derailed at the distal idler pulley. The grips can still open and close, but the movement may not be precise. The cable derailment is likely due to the cable losing contact with pulley during wrist articulation. Engineering concluded that the fleet angle between the proximal and distal pulleys may have contributed to the derailment of the cable. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing of the megasuturecut needle driver instrument, the wire at the top of the instrument broke. There were no missing or fallen pieces reported.